Manufacturer narrative:
D9: product received date 10/23/2024. H3: one device was returned for repair for report of cassette error. Service history review identified this device has not been in for service previously. Functional testing was performed, and the downstream occlusion test passed with 14psi. The reported problem was not replicated. Event history confirmed problem. The downstream occlusion (dso) seal had moderate air bubbling, and the dso sensor was replaced preventatively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette error. There was unknown patient involvement and unknown signs or symptoms experienced.